Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and p-wave amplitude variation were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The reported event of inability to extend the helix was confirmed. A visual inspection revealed the helix to be retracted position and clogged with blood and tissue. An x-ray examination was performed and no anomalies to the lead body were observed. After cleaning, the helix was able to successfully be extended and retracted when torque was applied directly to the connector pin. Additionally, the measured full helix extension length was within required product specification. The cause of the reported events was isolated to the helix being clogged with blood and tissue.

Event description:
During an in clinic follow-up, loss of capture and low sensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and ra lead dislodgement was confirmed. An attempt to reposition the lead was made, however, the ra lead helix was unable to be extended. The ra lead was explanted to resolve the event and the patient was in stable condition.